Manufacturer narrative:
Investigation/conclusion: it is indicated that the product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing was performed. In-house testing results met both accuracy and strip repeatability criteria. The product performed as expected and no product deficiencies were observed. A review of the manufacturing records revealed that the lot had met release specifications. Although improper techniques were identified in the complaint, the root cause is unable to be determined. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
The caller alleged a variance between the inratio inr results. Results are as follows: date; (B)(6) 2015, inratio inr: 1.4 and 2.3. Date: (B)(6) 2015, inratio inr; 1.2 and 2.0. Therapeutic range: 2.0 - 3.0. The time between testing on each day was thirty (30) minutes. The customer reported touching the finger to the sample well and adding multiple drops of blood to the testing strip. Customer could not clarify which test he touched the strip, however multiple drops may have been used for all tests. These are considered to be improper techniques when performing the inratio test. There was no reported adverse patient sequela. There was no additional information provided.